Event description:
According to the received information, surgeon performed an operation using inion otps biodegradable mini hand plates and inion otps 2.0 mm screws, and the plates had loosened postoperatively. In spite of requests, no more information of the case, such as possible re-operation or patient outcome has been received. It is also not known whether appropriate immobilization was used. Nevertheless, the event is reported based on assumption that a re-operation was conducted.

Manufacturer narrative:
It is not known if the reported postoperative plate loosening necessitated a re-operation or not, but it is assumed so. Also it is not possible to identify the root cause of this incident without more information about the case. If such information will be received, a follow-up report will be sent to complete this report. Method: the device could not be evaluated by any method. Only the received information was evaluated. Results: not enough information about the case.